Event description:
Reportedly, on (B)(6) 2025, when a vega r52 (serial number: (B)(6)) was implanted, baseline noise was observed during psa measurement. Pacing was not captured even with a 10v output. After extending the screw and measuring impedance at 3.5v, it was confirmed to be greater than 2000o, and the physician determined that the lead had fractured. A new vega r52 (serial number: (B)(6)) was implanted in the same location, and no problems were observed.

Manufacturer narrative:
The review of the associated manufacturing records revealed that the unit related to this report met all the requirements of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. Mechanical tests were performed. As received, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism could still not be extended. This behavior may be due to blood clots and tissue residues remaining inside the screw housing, even after deep cleaning, which blocked the screw extension a manual activation of the screw mechanism was performed and the screw length was within specification (1.6mm). The screw was free from any damage or bending. Electrical tests confirmed that the continuity of each electrical line was within specification, and did not reveal any electrical contact or current leakage between the two lines that could explain the reported electrical issues. Additional tests were performed and did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). Based on available data and the investigation findings, no lead malfunction is suspected. A lead positioning or contact issue could explain the reported event. Such issues may occur during implantation and can be influenced by many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Since the subject lead has not been returned yet, no investigation could be performed. Analysis of production records is ongoing. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, when a vega r52 (serial number: (B)(6)) was implanted, baseline noise was observed during psa measurement. Pacing was not captured even with a 10v output. After extending the screw and measuring impedance at 3.5v, it was confirmed to be greater than 2000o, and the physician determined that the lead had fractured. A new vega r52 (serial number: (B)(6)) was implanted in the same location, and no problems were observed.